Event description:
It was reported that episodes of non-sustained right ventricular oversensing due to crosstalk being intermittently oversensed on the ventricular channel after atrial pacing events. Programming changes were discussed but not made at this time. No patient symptoms were reported.